Event description:
It was reported that the customer experienced a blood glucose (bg) level of 597 mg/dl and high ketones: cause of bg not known. The customer went to the emergency room and bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day, (B)(6) 2026, with the issue resolved and no permanent damage. System check was performed with tandem technical support (tts) and reportedly the customer was pulling insulin out of their old cartridge and placing it in their new cartridge. Tts educated the customer that the reusing insulin was off label per the tandem user guide. Ultimately, the customer reverted to an alternate method of insulin therapy.